Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 510 mg/dl. The customer¿s blood glucose was 500 mg/dl at the time of the incident. The customer¿s current blood glucose was 347 mg/dl. Customer experienced symptoms such as vomiting. The customer treated with slider scale of fast acting insulin customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The customer stated that the crack seen on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to cracked and bleeding on lcd glass. Unable to perform functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to blank display. Drive support disk was inspected and no anomaly was noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.